Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that there was telemetry difficulty and no output. The patient had symptomatic bradycardia with heart rate in the low 40s. The device was explanted and replaced. No further patient complications have been reported as a result of this event.